Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, upon unpacking the kit, the physician noticed a strand of hair in the sterile packaging. The sterile packaging was not opened. The procedure was completed with another of the same device from a competitor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6 )2013. According to the complainant, upon unpacking the kit, the physician noticed a strand of hair in the sterile packaging. The sterile packaging was not opened. The procedure was completed with another of the same device from a competitor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
An examination of the sealed tray revealed a hair inside the tray. The hair was measured to be approximately 2 cm in length. No other issues were noted with the product. The returned unit was consistent with the complaint incident that a hair was present in the package therefore, the most probable root cause is manufacturing. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. (B)(4) - foreign body inside sterile packaging. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.